Event description:
I was one of the rare cases of anaplastic large cell lymphoma (alcl) caused by breast implants. I had a capsulectomy of both breasts and have since had reconstruction using different make/type of prosthesis. Since first diagnosed in 2009, I have not been able to obtain any further information on what was determined from cases like mine or what, if any, recommendations were given to patients. At the time I discovered that my first cousin also suffered the condition, also caused by implants. I was also told that I was caught early enough as to not require any treatment other than removal. All of this happened in my birth country of (B)(6), my plastic surgeon was (B)(6) of (B)(6), who performed my original breast augmentation in 2006. I have recently started researching my previous condition but cannot find any details or contact information in my own country. I was hoping that the american FDA may have some current information to give me.